Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 489 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 489 mg/dl and the sensor glucose reading was 58 mg/dl. Troubleshooting was performed. The customer was advised a replacement sensor will be sent. The sensor was not returned for analysis.